Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc intra aortic balloon (iab). The nurse called for assistance with an unable to calibrate fiber-optic sensor message on a cardiosave during use. The nurse stated the pump had been working appropriately but they suddenly received the message. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation findings and investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d4(version), d9, e2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a sensor failure can occur due to one or more of the following probable causes: causes of a sensor failure: a sensor failure can result from the following: 1. Optical sensor kink. 2. Break in sensor. 3. Connector issue.